Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that before deployment, while trying to advance the stent towards the lesion, the shaft separated. No intervention or pt injury were reported. There is no add'l event or pt info available. You are receiving this MDR report from abbot vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.